Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure the farawave and faradrive sheath were selected for use, the faradrive sheath was used to go transeptal, the dilator and wire were removed and the farawave was inserted partially into sheath. After insertion the sheath was unable to be aspirated properly. The sheath was first replaced, the same issue occurred so the catheter was replaced, and the issue was resolved. The procedure was completed successfully without patient complications. The devices are expected to be returned.